Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were occlusion alarms observed in the black box and the force at the time of occlusions was high. A rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Unrelated to the original complaint, the display screen had a pinkish contrast.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 266 mg/dl with nausea and vomiting associated with an occlusion issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the bolus delivery speed was programmed to normal speed and determined that the patient was using the infusion set per its instructions for use. It was reported that the use had changed the site/set since the alarm occurred and the pump continued to emit occlusion alarms. It was reported that the patient had a sinus infection and stomach bug. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a frequent occlusion issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.